Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was missing cable connecting distribution node (dn) and rear te and interconnect table, missing ecgs a and b, missing front and rear therapy electrodes. The root cause for missing belt components was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.